Event description:
Two IV extension sets found leaking at the one way valve making it difficult to assess the amount of IV fluids pt received. Numerous physicians complain that this particular set often leaks.